Event description:
The safety device on all bd insyte autoguard bc 20 ga x 1.16 in, lot numbers 4170685 and 4177941, have safety devices that are slow to engage. When the button is pressed while the needle is still in the catheter the device does not retract or is slow to retract once you remove the needle from the catheter. Manufacturer response for catheter, intravascular, therapeutic, short-term less than 30 days, bd insyte autoguard (per site reporter). Return label issued for sample. Waiting for user facility to return product as of 11/12.